Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this MDR report was implanted in a small and young pt. Interactions were observed between the high spontaneous rate of the pt and the pacemaker algorithms (refractory periods), which prevented the device from synchronized ventricular pacing at 140 bpm.